Event description:
Customer reports to have received a battery out limit alarm and a blank screen display. Customer's blood glucose was 38 mg/dl. Troubleshooting was performed for battery out limit and blank display. Insulin pump would be replaced due to customer's request as he does not feel comfortable with insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Battery out limit alarm, no delivery alarm were not verified and displacement, basic occlusion, occlusion, prime, no delivery tests were not performed due to blank display anomaly. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.